Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient is seeing por message while entering micro mytherapy application. Pt reports this is the first time seeing this message. Agent walked pt through dismissing. The troubleshooting steps that were taken on the call resolved the issue. Pt reports seeing therapy screen after clearing message.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.